Event description:
It was reported that the user could not drain water from the foley catheter balloon during the pretest. However, the water drained normally after a while when the user again tried to remove it . Per sample evaluation from investigator via email on 23feb2022, asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter was deflated in 1 minute and 32.71 seconds with no issues or cuffing noted. The catheter balloon was dissected to find the inflation notch was perforated completely. This meet specification, revision 11, which states, "verify that the eye punches are complete and notch according to the applicable drawing". Visual inspection also noted the balloon concentricity was observed to be 100:0 as compared to attachment 1 of tm0300903 (rev 2) this is out of specification per inspection procedure, revision 20, which states, balloon symmetry shall not exceed a ratio of 70:30 when measured form the side of the shaft". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the user could not drain water from the foley catheter balloon during the pretest. However, the water drained normally after a while when the user again tried to remove it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.